Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, set screw was found slipped and could not be used anymore. The surgeon had to change to different set screw to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Additional info: product analysis: visual and optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.